Event description:
It was reported via repair work order that the fowler was stuck elevated due to fowler motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.